Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 270cc silicone prosthesis experienced spontaneous left sided rupture, and right sided capsular contracture grade iii post procedure. A physical examination confirmed the issues. As a result patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on april 23, 2021 indicated that the patient replaced the left prosthesis with cat#: smpx-270, sn#: 9508619-065, and capsulectomy was performed on the right side with removal and reinsertion of the implant. This report relates to the right prosthesis. H6 health effect - clinical code e2402: surgical intervention. Note: per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. Manufacturer¿s reference number: (B)(4) on initial report, the b5 section mistakenly indicates that the report is for the left side.